Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that the expressew iii needle pk5 were not working properly their gun. The trigger was pulled, and the needle protruded from the tip of the gun as would be expected but it wouldn¿t retract again. The complaint device was received and inspected for the reported failure mode. The visual inspection reveals that the tip of the needle was broken. The needle was loaded to test its functionality several times and it performs as intended; when correctly placed into the gun, it was deployed and return normally. It has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Besides, the failure reported can be related to an incorrect position of the needle into the gun, as it is necessary to put in correctly with the white plastic handle on the needle that helps load and unload it. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by affiliate via email that the expressew iii needle pk5 were not working properly their expressew gun. They tried needles from a different box/lot number and these worked. No patient consequences or surgical delay reported. The devices are available to be returned for evaluation.